Event description:
It was reported that the diagnostic cardiac catheterization performed revealed a non-significant stenosis (about 70% occluded in angio) in the mid left anterior descending (lad) artery. An ffr was performed using the pressure guidewire, and the result showed an ffr below 0.70. The physician tried to advance a stent over the pressure guidewire to the targeted lesion; however, he was unable to. He inserted another wire (different manufacturer) and still was not able to advance to the point of lesion. With both wires in place and the stent stuck on the wire (from different manufacturer), the physician tried to move the wires and the stent back and forth when he met resistance; this the friction of the wires within the lad resulted in a large bit of the pressure guidewire "peeling" when it passed by the stent and the stenosis. Upon retracting the wire from the pt, it was reported that the peel was removed and "hanging on a tiny thread." The physician completed the procedure with another pressure guidewire by pre-dilating and stenting the lad. Further info received from the manufacturer's representative stating that the physician assured her at the time of the case that the tip had come out and did not stay inside the pt. There was no intervention performed and no pt injury was reported due to this event.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. When the device was returned to the manufacturer, examination revealed approx 3.0 cm of the distal end was missing from the device. The corewire was broken/fractured at the location of the proximal indent and the internal wires were also broken. The manufacturer requested angiograms of this case, but the angiograms were not available. The manufacturer's clinical assessment stated that had any portion of the pressure guidewire remained in the pt's vasculature, the pt could have experienced vessel injury, but no symptoms were reported as such. Having placed two wires in attempt to advance the initial lad stent, the pressure guidewire apparently manipulated against calcification, the stent and the other wire (from different manufacturer). This case was reported to the manufacturer on the same day of occurrence therefore the manufacturer was not able to obtain the pt's condition after the event. The manufacturer representative tried to contact the customer, however the physician was not available to provide additional info. No further incidents were reported from this pt to date.